Event description:
In 2005,the physician performed a balloon kyphoplasty on a female with t10 and t11 osteoporotic vertebral compression fractures. The procedure was completed without any apparent difficulty. There was no evidence of cement extravasation. The patient is normally on anticoagulation therapy for a cardiovascular condition; however, at the time of surgery, her medication had been adjusted to bring her prothrombin time into the normal range. Approximately 3 hours after the procedure, the patient was noted to have decreased blood pressure. A chest x-ray revealed fluid in the right chest. A chest tube was placed and bloody fluid drained. The diagnosis of right hemothorax was made. A subsequent review of the chest x-ray and an MRI failed to reveal either a fractured rib or an obvious point of bleeding. The patient stabilized and was scheduled for hospital discharge. Two weeks later, the physician reported the patient had been discharged and was doing better.

Manufacturer narrative:
Method code: medical assessment.